Event description:
It was reported that low flow alarm with symptoms of lightheadedness and nausea were reported on (B)(6) 2024, low flow alarms continued to occur frequently, and the patient's state of consciousness had deteriorated. Extracorporeal membrane oxygenation (ECMO) was inserted, and the eogo was confirmed by contrast computed tomography (CT). Outflow graft (ofg) failure/malposition/stenosis was reported; a right atrial thrombus was present. Heparin was administered continuously, and surgery was needed. ECMO was removed during the operation on the same day. The patient was hospitalized until (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: low flow alarms were unable to be confirmed as no log files were available; however, the alarms reportedly resolved upon surgical correction of extrinsic outflow graft obstruction (eogo). Eogo was unable to be confirmed through this evaluation as no images or product were available, and a specific cause for the eogo could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 of the IFU lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 4 ¿system monitor¿ of the IFU provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An obstruction removal surgery was performed.

Event description:
Additional information was received on (B)(6) 2025 that provided the pump speed was adjusted to 5600 rpm due to volume overload. Diagnostic testing and CT imaging was not available. The patient experienced frequent episodes of loss of consciousness and low flow alarms. The outflow graft obstruction was resolved by opening the vent relief and aspirating the fibrin mass.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the patient ultimately expired on (B)(6) 2025. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.